Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: product and related fields updated to proper value.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after reinstalling the memory card, the system booted up as normal. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the system would not boot up. There was no patient present when this issue was identified.